Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a failure of its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During evaluation, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.